Event description:
It was reported that during a breast biopsy, that it was impossible to obtain sample, another like device was used. There was no adverse patient consequence.

Manufacturer narrative:
Date sent: 10/24/2007. Information not available, device not returned for analysis.